Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No they are not a new user. They have used it for the past few years in many cases a week. How many times have they applied the laparoscopic tip? For over a year. Was a sales representative present during the case when the issue was experienced? No. What is the lot number? Lot number was unavailable to sales rep. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lobectomy procedure on an unknown date and a fibrin sealant preparation device was used. The user couldn't get the luer locks open on the applicator, they would not unscrew. No adverse patient consequences were reported. Additional information was requested.